Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The stimulator housing has extruded through the skin behind the ear. According to the parents the issue started about a year ago (2021) with swelling at the implant site. The user was prescribed medication (ceftriaxone for im and betadine disinfectant) for the swelling but it was not successful, instead it caused the skin to break down and the extrusion of the device. It was decided to remove the device as soon as possible and re-implant on the contra-lateral side. The surgery has been scheduled for (B)(6) 2022.

Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted for medical reasons, namely due to extrusion of the device through the skin. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, no information available points to the implant being the source of infection. However, a device contribution to the further development of the infection/extrusion cannot be ruled out. Device investigation revealed damage to the active electrode likely caused by device minute mobility. A contribution of the device extruding through the skin cannot be excluded to the observed damage. This is a final report.

Event description:
The stimulator housing has extruded through the skin behind the ear. According to the parents the issue started about a year ago (2021) with swelling at the implant site. The user was prescribed medication (ceftriaxone for im and betadine disinfectant) for the swelling but it was not successful, instead the skin broke down and the device extruded. The device was explanted.